Event description:
The customer contact reported the tubing split; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified medication. At an unspecified date, it was reported that an unspecified volume of solution was delivered through the clave port of the tubing set via IV push. The customer contact reported that the tubing "split near the clave." An unspecified volume of bleed back was noted in the tubing. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information. This report represents all the information known by the reporter upon query by hospira personnel.